Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was over 500 mg/dl and 480¿s mg/dl. The customer was treated with insulin pump for high blood glucose level. Customer stated that the auto mode feature was not active and they declined to troubleshoot for high blood glucose value. The device will not be returned for analysis.